Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. Photograph has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.